Event description:
Same case as: 2134265-2012-01592. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion being treated was located in the severely tortuous and calcified proximal to mid right coronary artery (rca). The physician deployed two (3.5x24mm) taxus element stents from the proximal to mid rca. As the physician tried advancing the balloon catheter for post dilation, the balloon catheter was unable to cross the lesion. The two stents were well apposed, and the physician inserted a non-bsc guide catheter to cross the lesion with the balloon catheter. It was noted that the two taxus element stents were deformed but no resistance was encountered. The physician dilated the stents with the balloon catheter and completed the procedure. No patient complications were reported and the patient's status is noted as good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).